Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including rewind, prime, seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement or displacement test or verify no communication anomaly due to display anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the customer had issue with repairing the transmitter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.